Manufacturer narrative:
This MDR submitted (B)(4) 2011, references itc complaint: (B)(4) (cuvette lot # f1jac131). Method code: device has been requested. No product received. Device record history for cuvette lot was also reviewed. There are no ncmrs, complaint trends or related CAPA identified. Results code: record evaluation completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports result lower than expected in cath lab with hemochron elite microcoagulation system. The pt received 9,000 units of heparin, but did not reach expected target time. Act+ generated 122 seconds. Response generated 273 seconds. No add'l heparin was given. Response reading used to continue procedure. No adverse event(s) reported.